Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on (B)(6) 2023 arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The device was not received for evaluation and no photo was provided; complaint not confirmed. The most likely probable cause of the event is attributed to excessive force during impacting.

Event description:
It was reported on (B)(6) 2022 a sales representative via sems that an ar-3610f straight spear welded itself to the drill bit ar-3600d-2. This was discovered during after a case with no patient harm.